Event description:
Reporter noted light pipe looked to be melted and foaming at the ends; smoking in pt's eye. Add'l info received from surgeon noted there was no pt impact. Pt was doing well at this time.

Manufacturer narrative:
Returned sample was observed to have debris at the end. Evaluation and root cause analysis are in progress. Two questionnaires sent; none returned to date.